Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The patient data files showed at least 21 applications were performed with the 2af284 balloon catheter with lot number 8950 on the reported event date without any system notice. The pressure and flow readings were within range; however, the temperature was reaching around -60°c on the following applications 5, 9, 10, 16, 19 and 20. The failure file and the powerup test file were not available for analysis. In conclusion, the reported clinical issue (perforation and bleeding) occurred during a case. There was no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product is still expected to be returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 8950 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. The data indicated the catheter was used for 21 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice (B)(4) (a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled). During inspection and pressure testing of the shaft segment, a guide wire lumen breach was observed 0.98 inches proximal to the catheter tip. In conclusion, the reported clinical issues (perforation and bleeding) occurred during the procedure. The balloon catheter failed the returned product inspection due to having a breach on the guidewire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, perforation and bleeding from the intubation tube were observed. The patient had lingula removed. The patient was in the intensive care unit (ICU) under general anesthesia. The case was completed with cryo. No further patient complications have been reported as a result of this event. It was later reported that the mapping catheter was suspected to have perforated the left superior pulmonary vein (lspv). The patient remained hospitalized, intubated, and stable two weeks following the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 2ach20, product type: mapping catheter; product ID: 4fc12 product type: sheath medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.